Manufacturer narrative:
Analysis of the pump on 2017-jul-21 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft bearing if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(4) 2017. It was reported that about a month ago from (B)(6) 2017 the pump ¿crapped out and quit working¿ and was critically alarming. The patient went into the hcp around the week of (B)(6) 2017. It was stated that the patient was told they did a reading and it said it ¿shut off¿ the night before and the pump malfunctioned. It was noted that they were concerned the patient would start to go through withdrawals and wanted the patient to stay in the hospital for two days but the patient left. The patient got a bill but didn¿t feel he should have to pay it since the pump malfunctioned. Assistance with the bill and information regarding how to get a device were requested. On (B)(6) 2017, the patient thought the pump was turned off but it started alarming again on sunday (B)(6) 2017. The patient called the hcp the morning of (B)(6) 2017 and spoke to the nurse who was sending a message to the hcp. It was reported by the consumer that the patient was receiving baclofen at an unknown concentration and at a dose of 64-66 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving lioresal [500 mcg/ml] at a dose of 62.94 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and the patient did not recently have a magnetic resonance imaging (MRI) procedure. The print reports of the pump logs examined on (B)(6) 2017 at 13:18 showed that a motor stall occurred on (B)(6) 2017 at 00:21 and had not recovered. The logs also showed that a motor stall occurred on (B)(6) 2016 at 16:30 and motor stall recovery occurred the same day on (B)(6) 2016 at 19:10 and was not confirmed if the patient had an MRI at that time or not. It was confirmed that they had ruled out electromagnetic interference and magnets. It was noted that the hcp was waiting to hear back from the representative before deciding what to do. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that on (B)(6) 2017, the patient was admitted to the hospital for multiple sclerosis with a stalled pump and baclofen withdrawal. The patient left the same day and the patient does not want to have the pump replaced so they are going to program it to pump off to stop the alarm. Concomitant products included ampyra (dalfampridine), nuvigil (armodafinil), tylenol #3 (acetaminophen; codeine phosphate), zantac (ranitidine hydrochloride) and acyclovir (dates of therapy, routes, doses and frequency of use were not reported). The patient was given oral baclofen (dates of therapy, doses, and frequency of use were not reported). No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the representative on 2017-feb-28. It was indicated that the entire event happened without any representative on-site. It was noted that the hcp did an x-ray and interrogated the patient¿s pump with a clinician programmer. The results of the x-ray were unknown. The patient was managed with oral medication. The cause of the motor stalls was unknown. The pump was decreased to minimum rate. The pump was still stalled as of (B)(6) 2017 and continued to alarm. There were no plans for replacement or further actions/interventions. The patient did not like the pump did not find it effective. It was indicated that the patient left the hospital against medical advice. It was stated that the pump was not turned off and that it was just set to minimum rate. It was reported that the representative attempted to contact the patient with no reply. It was stated that the patient was non-compliant. The representative had no further information.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on (B)(6) 2017. The patient's pump was explanted and replaced. It was indicated that the pump was infusing compounded baclofen at an unknown concentration and dose. The device was used in the patient and was intended for treatment. It was indicated that the reason for removal was device related and due to a motor stall. It was reported that the pump had a motor stall due to the pump running empty of drug. The healthcare provider complained that the patient let the pump run dry, and therefore the motor stalled. There was no patient death related to the event. It was reported that the patient recovered without sequela. It was unknown if a rotor or dye study was performed. No further complications were reported/anticipated as a result of the event.